Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper distorted against the barrel wall. The syringe was disassembled, there was no damage or molding defect identified that could have contributed to this incident. A device history was performed and found a mechanical intervention noted in the assembly station related to an incident that caused the stopper to be incorrectly aligned to plunger at he moment of assembly. Once detected, the mechanical team repaired the failure and any defective product was scrapped. A camera system has been installed to detect for missing or improperly assembled stoppers, the reported lot manufactured prior to the this implantation.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: defect at the stopper site. Another device was used. The device affected is unused and available for expertise.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: defect at the stopper site. Another device was used. The device affected is unused and available for expertise.